Manufacturer narrative:
Device evaluation: the test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(6) 2011. The test strips have passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k043197.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra test strips had peeled and cut her finger. On (B)(6) 2011 this medical surveillance specialist (mss) contacted the patient by phone for additional information. The patient reported that the alleged product issue began (B)(6) 2011. The patient further clarified that she has a skin condition (name of condition not known) that causes her to be easily cut. The patient further stated that she tests twice a day and manages her diabetes with diet and exercise. On (B)(6) 2011, she was testing her blood glucose when the cut occurred. The patient reported that she started bleeding and immediately drove herself to a clinic where a nurse applied "steri-strips" and a topical antibiotic. The patient reported that she felt better after the treatment. At the time of troubleshooting, the customer care advocate (cca) noted the patient had discarded any remaining strips and none were available for troubleshooting or examination. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged strip issue began.